Manufacturer narrative:
The device was inspected and tested on 24th july 2017. Within this inspection, functional testing and visual inspection was made. The result was: - the device was out of specification. - interval of the supplier maintenance was exceeded by the customer. As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. From our experience we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Distributor mailed on (B)(6) 2017 stated that he need to place a complaint for (B)(6). A patient slipped in the qr3. They were not injured to distributors knowledge. Customer service received returned goods form on 07/12/2017. Customer stated: date of incident: (B)(6) 2017. "When using the doro skull clamp the clamped loosened up. The surgeon was able to complete the case. No harm to the patient" risk: yes. Risk that the patient's head could have come out of the clamp and or that clamped could've slipped. Procedure and patient positioning: craniotomy for tumor resection, prone, surgery was completed.